Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with a cracked top case on the front corner and a broken bottom seal case. During analysis, it was noted that a black counterfeit low profile supercap installed on the main board. No contamination was found on the main board. It was noted that the customer installed counterfeit low profile black supercap and was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump had a contaminated printed circuit board (pcb). No adverse effects were reported.